Event description:
It has been reported to philips that the tempus pro system displayed 'monitoring interrupt' and then 'performing self test'. The system was in use & monitoring a patient during transport.